Event description:
According to the reporter, during an esophageal procedure. The capsule failed to attach to the esophagus. There was no harm to the patient; a repeat procedure was performed. There was no medical intervention and there was nothing unusual about the patient of the procedure. The delivery system and the capsule will not be returned. No other known adverse events were reported.